Event description:
Customer reported a set is leaking around the dial. Customer states the dial length has recently changed. The older product dial was one inch in diameter and the new product dial is one and a half inches in diameter. The customer received the product from owens and minor not carefusion. Customer stated that no further pt/event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). This report was filed by the distributor: (B)(4). No product will be returned per customer as set was discarded. The customer complaint of a leak around the dial could not be confirmed because the product was not returned for failure investigation.